Event description:
It was reported that during a procedure to treat a left internal carotid artery communicating segment aneurysm using a pipeline embolization device, the stent exhibited a fusiform shape during deployment at the target site and could not be fully opened. Multiple attempts to open the stent were unsuccessful. The pipeline was used for an indication that is approved, the pipeline and any accessory devices were prepared as indicated in the IFU. The aneurysm was unruptured and had a saccular morphology with a maximum diameter of 12.74 millimeters and a neck diameter of 19.37 millimeters. The landing zone artery sizes were 3.55 millimeters distally and 3.78 millimeters proximally, with moderate vessel tortuosity. The procedure involved right femoral artery puncture with an access vessel diameter of 12 millimeters. The stent was replaced with another of the same brand and model, which was successfully deployed. Angiography results post-procedure indicated a successful surgical outcome. Ancillary devices included navien guidecatheter, phenom27 microcatheter, and a guidewire of another manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler (m-83361) .as found condition: the pipeline flex braid and phenom 27 catheter were returned for analysis withing shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid was found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~22.0cm from proximal end. In addition, the catheter body was found to be kinked and flattened from ~2.6cm to the distal tip. The catheter tip and marker band were found to be kinked and flattened. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. In addition, the pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering in good condition. No symptoms were reported. The cause of the failure to open was uncertain, deployment may be related to the tortuosity of the vessel. It was in the shape of a shuttle when not fully opened. The pipeline was placed in a vessel bend when it failed to open. There was pushing and squeezing of the microcatheter but it still did not open.